Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 7 devices were received. 2 device investigation types have not yet been determined. 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device was reportedly leaking. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 9 previously reported events are included in this follow-up record. Product return status 9 devices were received.

Event description:
This report summarizes 9 malfunction events in which the device was reportedly leaking. 9 events had no patient involvement; no patient impact.